Manufacturer narrative:
T:slim user guide indicates pump is to be used with individuals 12 years of age and older. Patient is (B)(6).

Event description:
Received information stating patient was hospitalized due to dka. During hospitalization patient was treated with fluids, lantus and novalog injections.